Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 600cc gel breast prostheses that bilaterally ruptured after implantation. The patient was involved in a car accident and the patient reported that she hurt her left breast. In addition, the patient has bruised breasts and has developed bilateral capsular contracture (baker grade IV in left breast, baker grade iii in right breast). Bilateral rupture and capsular contracture were diagnosed by a physical exam. As a result, the patient will undergo bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.